Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that use of an angled edge catheter with sharp edges caused heavy bleeding. Preventative treatment provided with antibiotics. There was no lingering effects or damage detected at follow up evaluation.

Manufacturer narrative:
Qn#: (B)(4). The device history record of batch number 74h1800461 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One sample of fg ec141 (14fr catheter easy-cath 5) was received for analysis. During the visual inspection it can be observed that the catheter has an angle edge as it's described in customer complaint. No other issues were found. Corrective actions are documented on a non-conformance. A risk evaluation has been generated. The customer complaint was confirmed based on the visual inspection of the received sample, because was observed that the catheter has an angle edge as it's described in customer complaint. Corrective actions are documented on a non-conformance.

Event description:
It was reported that use of an angled edge catheter with sharp edges caused heavy bleeding. Preventative treatment provided with antibiotics. There was no lingering effects or damage detected at follow up evaluation.